Manufacturer narrative:
Microscopic inspection identified a kink/fracture on the lamitrode lead body with all internal wires broken and would cause the high impedance.the cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system lead was observed with multiple contacts exhibiting high impedance. Surgical intervention was taken, the lead was replaced and the issue addressed.